Event description:
Boston scientific crm received information that this device detected high, out of range pacing impedances, increasing thresholds and noise on a competitor¿s right ventricular (rv) lead. The pocket was opened, and a tug test confirmed that the lead was secure in the header. Visual inspection noted a small amount of body fluids in the distal rv pace/sense setscrew. The rv lead was tested with the pacing system analyzer and returned normal results. The device was explanted and replaced. The patient¿s family has threatened to pursue litigation.